Manufacturer narrative:
Device passed the displacement test but failed during prime/or a33 rewind test due to loose drive support disk. Device received with minor scratched lcd window. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had scratches on screen, slower during rewind and louder during rewind. Customer's blood glucose value was unknown at the time of the incident. The customer was not assisted with troubleshooting. The device will not be returned for analysis.